Event description:
It was reported that the customer's insulin pump buttons are not working correctly. Called stated that the up and down arrows do not always work. Sometimes she has to press them multiple times to get a response. Caller also stated that the insulin pump had scratches on the screen. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent up and down arrow button response due to flattened button dome switches. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.